Event description:
During cystoscopy, the last 4" of the radiofocus glidewire broke off and was retained by the pt. The surgeon was able to retrieve the retained piece and confirm total removal by x-ray. No adverse outcome to pt.